Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead diagnostics were not acceptable and the lead was repositioned. The right atrial (ra) lead was implanted and when both leads were connected to the implantable pulse generator (ipg),decreased blood pressure and increased heart rate was confirmed. Cardiac tamponade was identified due to a pericardial effusion. A pericardiocentesis was performed and a slight amount of blood was suctioned. Percutaneous cardiopulmonary support was initiated. Coronary angiography was performed but there was no indication of infarction. Left ventriculography was performed and takotsubo cardiomyopathy was identified. It was determined that the cardiac rupture occurred due to the occurrence of takotsubo cardiomyopathy. The patient was transferred to the ICU due to disseminated intravascular coagulation (dic). Subsequently, the patient died; cause of death was dic. No additional information is available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.